Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 813:01 was confirmed during product evaluation. The root cause of the reported problem was determined to be a cascade failure. No repairs were necessary.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a failure code of 813:01. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.